Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet fully depleted its battery and would not power on after extended time on the charging pad, with a flashing green pad light observed and the sleep/wake button unresponsive; the user reported device disconnection and dissatisfaction related to tubing, and the device component implicated was the switch/relay. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem with an unresponsive key/button associated with the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.